Event description:
A report was received that a patient was experiencing pain at the pocket site due to weight loss and the ipg becoming superficial. The physician revised the pocket and made it deeper. The patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.